Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a diabetic ketoacidosis and was hospitalized on (B)(6) 2016. Customer's blood glucose level was over 800 mg/dl. Her husband drove her to the hospital. She was vomiting and had painful skin. The customer was wearing the insulin pump at the time of hospitalization. This weekend she thought she was about to go into a diabetic ketoacidosis. Therefore, she took an injection of insulin for her blood glucose level of 450 mg/dl. Her blood glucose went down but the next day it went up. The device was not returned.